Event description:
Information was received indicating that at the end of therapy the explanting doctor noticed holes in the catheter of this port. The port had to be explanted. No additional adverse patient effects were reported.